Manufacturer narrative:
The insulin pump passed functional testings including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The unit was received with normal operating currents and no unexpected off no power or low battery alarm. The unit did not have any cosmetic damage.

Event description:
A medtronic clinical manager called to report for the customer of a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's reading was 600 mg/dl. The customer was treated with an insulin IV drip. The customer was wearing the device at the time of admission. The cause of the event was due to diabetic ketoacidosis. The customer did not want a replacement device and wanted to return the insulin pump. The customer performed a self-test and had past no delivery alarms. The customer's insulin pump was replaced and returned for analysis.